Event description:
Pi drill # 15 became hot in the ent [ear nose throat] fellows' hand. The core tech notified, and he tagged the drill, and a new drill replaced the hot drill. No harm to patient as the drill handle did not touch the patient.